Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1016/j.bjps.2020.10.083

Event description:
Title: tackling jersey finger using extraosseous tunnels: study of a new technique the aim of the study was to report a technique which does not require anchoring or drilling into the bone, but rather extraosseus fixation of the flexor digitorum profundus (fdp) tendon. The method was used in a cohort of 16 patients with jersey finger injuries of different aetiologies with great success. 3-0 prolene suture (ethicon) was used during the repair of the avulsed fdp tendon. Reported complications are scar contracture and complex regional pain syndrome (crps) in conclusion, these results demonstrate that good patient outcomes are achieved using this technique of extraosseous tunnel repair for fdp tendon avulsion injuries. Outcomes have been comparable or better than those reported in the literature - most patients had negligible loss of extension and had good post-operative flexion of the dipj. It was found that this method is simple and not requiring any complex instrumentation, as well as providing a reliable method of distal fdp tendon fixation that is unlikely to fail.